Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements, from 57 ohms to 113 ohms currently. Testing the shock impedance measurements in other shocking configurations revealed measurements that were 125 ohms. A boston scientific technical services consultant discussed testing the impedances while performing isometrics and arm movements. As the shock impedance measurements were within range in the triad configuration, technical services recommended continuing to monitor the lead, or performing 1.1 joule and maximum energy shocks to test the integrity of the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.